Event description:
The customer reported that after updating the firmware, the device displayed an error for "ventilator maintenance required" (flow sensor). The device continues to intermittently show the error. The customer believes the flow sensor needs to be replaced. There was no patient involvement. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator displayed an error for "ventilator maintenance required" (flow sensor). A circuit mismatch error was alleged. The device continues to intermittently show the error. The customer believes the flow sensor needs to be replaced. There was no patient involvement. The device's downloaded event log was reviewed, and no circuit mismatch alarms were observed. The customer's complaint was not confirmed.